Event description:
The stereotactic biopsy attempt failed to target the area of interest of calcifications with 2 attempts. An attempt was made in the superior approach to the breast tissue. Tissue was extracted and x-rayed with no calcifications being seen in the samples. The patient was then repositioned in the lateral medial approach. Tissue was extracted and x-rayed with no calcifications seen in the sample again. The patient was then sent to ultrasound to attempt sampling of the area and was successful. The quality control for the stereotactic was performed the morning of the procedure per protocol passed with no issues.